Event description:
The manufacturer received information alleging a ventilator had no flow. There was no harm or injury reported. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Event description:
The manufacturer received information alleging a ventilator had no flow. There was no harm or injury reported. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator had no flow related to mechanical ventilator devices. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.